Manufacturer narrative:
One 7x20mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The first distal thread has broken off. Dimensional assessment of the screws major diameter and wall thickness were measured and found to meet print specifications. The clinical details provided were reviewed, and it was identified that the patient had hard bone and that the insertion site was not prepared using a tap. Per the device IFU ¿if hard bone is encountered, the biorci tap should be used¿. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It is reported that during an anterior cruciate ligament reconstruction, the screw head broken during tibial fixation. A backup device was used to complete the procedure. No additional bone holes were drilled, no patient injury was reported.